Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced a skin reaction with itching and rash, covering an unknown part of the skin. The patient stated that the itching sensation is present even when they are not wearing the sensor. And it is ¿itching all over the arms¿. It could not be confirmed if the patient was referring to an extended reaction experienced in both arms, experienced from one sensor session. The patient contacted a healthcare provider (hcp), and the reaction was treated with a prescription of an unspecified cortisone ointment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).